Event description:
It was reported that PICC inserted (B)(6) 2024 for chemotherapy treatment. Patient presented for chemotherapy and routine PICC cares on (B)(6) 2024. Small amount of fluid leakage when dressing applied, nil further leakage noted when fluids were connected for pre-meds. During chemotherapy patient voiced pain in arm. Noted to have increase in arm circumference measurements, medical review and ultrasound attended with confirmation of split in line. The patient suffered an extravasation of a chemotherapy drug and required hospital admission for monitoring. The patient will continue to have the same treatment moving forward. The patient¿s treatment was not completed fully. Line removed. Thankfully, there was no permanent tissue injury caused by the extravasation. The drug being administered was an irritant. Patient was admitted over night for monitoring and discharged the following day. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.